Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported the device was used on a patient. According to reporter the patient received a burn after 2.5 hours in use. There was no report of an over-temperature alarm. According to user facility, the patient burns were treated topically with mepilex ag burn dressing. No permanent adverse effects to patient reported.